Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). The event can be detected and prevented in accordance with the following IFU: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and foreign material was found in the nozzle. According to the customer, the following details regarding the cds process were as follows: the device was cleaned, disinfected, and sterilized (cds) the product before it was sent to olympus for repair. There was no delay in the start of the pre-cleaning. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: due to wear of angle wire, the bending angle in up direction and the play of the up down knob did not meet the standard value; adhesive on the bending section cover was chipped, cracked and had a white-clouded area and the adhesive around the objective lens and light guide lens was peeled; due to clogging of nozzle, water removal ability does not meet the standard value, image guide protector was cut, and the following was scratched: universal cord, plastic distal end cover, connecting tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope had a poor air/ water supply. The issue occurred during a diagnostic procedure and the device was inspected before use. The procedure was completed. The patient does not have an implant device. During evaluation, the following reportable issue was found: foreign object came out of nozzle. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.